Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade x type mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a clip was advanced within the steerable guide catheter (sgc) when it was identified that the sgc lost fluid column and air was visualized. The clip was removed, the air was aspirated, and the sgc was flushed. A replacement mitraclip was selected and implanted successfully. The final mr was reduced. There were no adverse patient sequela or clinically significant delays reported.